Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and the pump was reset. Reportedly, customer continued using pump for insulin therapy. Blood glucose was not impacted.